Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 20mg/ml at 3.804mg/day and morphine 20mg/ml at 3.084mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2148 it was reported that the patient¿s pump went empty due to a miscommunication about the refill date. Per the reporter, the patient, the patient¿s family and the reporter could not hear the critical alarm. It was confirmed that the settings are programmed for the critical alarm to sound every 30 minutes. The empty reservoir was confirmed with the 8840 clinician programmer. There were no patient symptoms and no further complications were reported or anticipated.